Event description:
The pt ((B)(6)) was implanted with two percutaneous leads from the same lot. It was reported, the pt unable to obtain coverage on the right side. Surgical intervention was undertaken for further interrogation. Intraoperative testing found invalid impedance readings for all contacts on one of the two devices. As such, the lead in question was explanted and replaced. Adequate coverage was captured for the pt following the procedure. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.